Event description:
The customer reported the system's leg extension was not unlatching. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The engineer tightened screws to restore proper operation. The system was then found to be operating as intended.